Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that a stuck key alarm occurred after the complain date which was on 06/26/2023 20:23:49.000, yet none have occurred around or prior to complaint date. Proceeded by cutting the unit open and performing a visual inspection of connectors and the electronic stack. J1 connector on pcba1 was locked properly during visual inspection. Moisture damage was noted on the keypad flex connector as well as pcb 1, isolate to electronic stack. The following cosmetic damages were noted: battery tube threads cracked, cracked battery tube, broken belt clip rails, cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer concerns of stuck button alarm and keypad intermittent response were unconfirmed. The unit had revealed no relevant alarms around complaint date, and the unit had functioned properly during testing. However, during visual inspection, corroded keypad flex connector and pcba 1 were noted, isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.